Manufacturer narrative:
Taper unk. (B) (4). Healthcare professional reported this event via medwatch report #1402580080-2010-8085. The reporter of the complaint was asked to indicate the product serial number, the date of the event, and the implant and pt info. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Further info from the reporter regarding the serial number, implant date and pt info has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Sales rep reported on behalf of the physician that the tubing broke on a lap-band device. Additional info received from a medwatch sent by a medical staff noted the surgeon noticed the port had disconnected at the stainless steel connector. While trying to retrieve the device, it separated into smaller pieces. Further follow-up will be conducted to gather additional info regarding the event.